Manufacturer narrative:
Another physician performed an intervention on the gsv at a different institution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No component from the venaseal kit used in the procedure was returned for evaluation. However, three photographic images of sonograms and a one-minute video were provided. The sonographic images showed sections of the treated great saphenous vein open. The one-minute video showed sections of the great saphenous vein closed following treatment and sections that had re-opened. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used vena seal to treat a venous insufficiency in the left gsv on the (B)(6) 2017. Distal point of insufficiency was under the knee. The procedure was completed as per IFU with no complications. The vein closed. After the second follow up on the (B)(6) 2017 the lumen of gsv opened from sfj 15 cm. Diameter of lumen is 1-1,5 cm. The physician has been looking for a way to resolve the issue since. The patient is reportedly experiencing pain in the left leg. Lioton gely and pain medication have been used to treat the patient. The physician may re operate with vena seal.